Event description:
The medwatch form stated: when using a ligasure blunt tip laparoscopic sealer/divider (covidien), the physician seemed to think it wasn't working as it should; it was not sealing well. Resource nurse was called to the operating room to check it, but the physician was finished with that part of the procedure. There was no harm to the pt. Product appropriately contained and given the nm (nurse mgr) and the rep was notified. There was no pt injury. No further info has been made available by the site on this incident.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.